Event description:
It was reported that the patient¿s right atrial (ra) lead had experienced a loss of slack. During a reoperation on (B)(6) 2026, an attempt was made to add slack, which was successful. However, during the procedure, an attempt to reconnect the patient¿s implantable cardioverter defibrillator (ICD) was unsuccessful due to the set screw not rotating. Consequently, the ICD was explanted and successfully replaced. The patient remained stable.